Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was air leaking from the green compression gas hose. As a mitigation, the hose was sealed with plastic tape. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team at the user facility had an incident with the green line that attaches to the electronic patient gas system (epgs) on the heart lung machine (hlm) during cpb on (B)(6) 2021. The green line had a small cut in it and it was noticed during the cpb procedure. The team used tape to cover it until the end of the procedure. There was no harm, blood loss or delay in the procedure.

Manufacturer narrative:
The complaint was confirmed based on the clinical review as the product was not returned for evaluation or testing. Multiple diligence attempts for the part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.